Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to the event, the customer got a low reservoir alarm, and changed the reservoir. However, the customer forgot to rewind the insulin pump, and when she inserted the reservoir, she received all 300 units of insulin. Called the customer multiple times to follow up, but got no answer. There was no answering machine to leave a message. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.